Event description:
It was reported: "patient was asymptomatic. X-rays indicated wear. Revision to swap out liner and head."

Manufacturer narrative:
Devices were reportedly implanted in "the early 1990's" but the exact implant date was not known.